Manufacturer narrative:
(B)(4). Batch # p9270w. Investigation summary: the analysis results found that harh36 device was returned inside its package unopened. Upon visual inspection, it was observed that the blister from the packaging was damaged; the blister was found to be broken at one of the corners of the package. The sterility was compromised. Due to the damages found on the packaging, a possible cause for these conditions is due to improper handling during transit or storage; it appears that the package hit a pointy surface and this caused the reported event. All ees product is 100% inspected prior to release. The information you provided is compiled monitored and reviewed on a routine basis for any associated trends. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that the package was found damaged before the procedure. Changed to new device to complete the procedure. There was no report on patient injury.